Manufacturer narrative:
(B)(4). A sample is not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
This is an international complaint where a system error 2240 alarmed during dwell. The patient was connected to the machine. The patient did not disconnect any time prior to the alarm. All bags were properly spiked and connected. The patient extension lines were not used. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies like leaks. Proper procedures per the user manual were reviewed with the caller. Technical service representative (tsr) explained the message to home patient (hp) and informed to recycle the machine and to use manual bags no clinical consequences for the patient were reported.